Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (consumer, manufacturer representative) regarding a patient who was receiving baclofen (1000.0 mcg/ml at 80.0 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump had flipped within the device pocket. The company representative (rep) saw that the pump flipped and the pump spout was facing counterclockwise after having difficulty interrogating the pump at a magnetic resonance imaging (MRI) check. The patient reported that they had no noticeable change in therapy. External factors that contributed to the event was the patient having a large pump pocket and having loose skin that allowed the pump to flip within it. After palpating the pump and confirming it had flipped, the rep asked to see the pocket and if the patient was able to notice it turning over within it. The patient said they had not noticed it flip. The rep managed to flip the pump back upright and confirm that it had recovered from its motor stall. The rep advised the patient that if they felt any symptoms of withdrawal to go to the hospital and contact their healthcare provider (hcp). The rep sent the pump report to the hcp to inform them of the pump's ability to flip within the patient. The issue was resolved at the time of the report. Surgical intervention did not occur but it was unknown if it was planned. The patient's weight and medical history were asked but unknown. Additional information received from the company representative (rep) indicated that their reason for being present and interrogating the device was to confirm that the pump was functioning normally once the patient left the MRI. They confirmed the pump recovered from the normal motor stall post-MRI. The pump was flipped back but the rep was not aware if the hcp will want to intervene surgically to suture the pump down to prevent this from potentially happening again. The event was resolved. The pump was still implanted, functioning normally and oriented correctly.